Manufacturer narrative:
This is being submitted as a part of a three year retrospective review/remediation effort to ensure consistency in MDR reporting. The device history record review confirms that the device met all material, assembly and performance specifications. Visual analysis found that microdelivery catheter outer body was compressed in several places along its length. In addition the outer body was found kinked on its proximal shaft and the stent was partially protruding from the catheter. The inner body was kinked and separated on its proximal shaft from its proximal end. There was a lot of friction when the inner body was being pushed in the outer body. The friction noted during the functional test is likely due to the observed anomalies. The reported issues are indicative of high friction during deployment. Identified possible causes are: highly tortuous anatomy and inadequate flush. Because of the high friction, the user may have applied excessive force between the inner and the catheter in an effort to deploy the stent. This tensile force in the catheter can cause stretching of the microcatheter, and the corresponding compressive forces can cause compression in the inner body, which may manifest itself as buckling, bending, and possibly kinking and breakage. Per the additional information, there were no anomalies noted to the device prior to use. Therefore, the damages found on the inner and outer body (stabilizer broken, kinks and compression in the inner and outer body) are likely related to handling of the device during procedure. Per the additional information, the anatomy was described as very tortuous and could have caused or contributed to the reported issue for high friction during use of the device. Based on analysis and information available, an assignable cause of operational context was assigned to this investigation.

Event description:
Analysis of the device revealed that the stent was partially protruding from the outer body distal end. There was no reported clinical consequence to the patient.